Event description:
This report is being filed due to mitral stenosis and worsening tricuspid regurgitation. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 4+, with bi-leaflet flail. One mitraclip was implanted, reducing the mr to grade 2+. On (B)(6) 2021, a follow-up echocardiogram was performed. Mitral stenosis was diagnosed, worsening tricuspid regurgitation (tr) was noted, along with recurrent mr. Per physician, the recurrent mr was unrelated to the mitraclip device. The worsening tr was unknown if mitraclip related. There was no device malfunction. There was no treatment and no additional hospitalization required. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported mr appears to be related to patient conditions. A cause for the reported tr and mitral stenosis cannot be determined. Mr and mitral stenosis are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.